Event description:
The customer reported the system would not boot up. The interconnect cable could not be connected. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. No pt injury was reported.